Manufacturer narrative:
Device not returned to manufacturer.

Event description:
Information provided states that during the procedure, the drill bits are weak and flexible causing the bits to slide off the lateral mass resulting in a delay in the surgery. No adverse effects to the patient.